Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the svc technician reported that the hematocrit saturation probe failed during testing. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.